Event description:
It was reported a patient underwent a caesarian section, on an unknown date in 2022 and topical skin adhesive was used. Post op, patient had an allergic skin condition to adhesive and possible infection. Waiting for more information. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information provided: did the patient experience a post-op device malfunction? Yes. If yes, please describe. Skin irritation and possibly infection. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown is the patient part of a clinical study? Yes. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction. What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Is product available for return/analysis? Name of surgeon? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent is photo available of patient reaction? No description of event, symptoms, manifestation of reaction? Prior to dressing removal notes describe dressing sticking to its self and needing to be pulled apart, when dressing removed 1cm raw area described which goes on to become infected post dressing removal. What date /day post op was the reaction noted? 30/09 noted dressing needing to be pulled apart. 07/10 dressing removed and 1cm red area post removal, infection noted 11/10. Was any prescription strength medication prescribed? Please specify? Poab¿s. Were any cultures taken? Results? Wound swab grew sauers. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown if hypersensitivities, none on record. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Is product available for return/analysis? Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.